Manufacturer narrative:
Surgical intervention date was unintendedly printed incorrect ((B)(6) 2017). Instead it should read (B)(6) 2017.

Event description:
Device 1 of 2. Reference MFR. Report # 3006705815-2017-01489.

Manufacturer narrative:
The reportable awareness date for the additional report #1 was captured inadvertently as (B)(6) 2017. The correct reportable awareness date for the additional report is (B)(6) 2017.

Event description:
Device 1 of 2. Reference MFR report # 3006705815-2017-01489.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history

Event description:
Device 1 of 2. Reference MFR. Report # 3006705815-2017-01489. It was reported that the patient was experiencing ineffective therapy from their scs system. As a result, surgical intervention was undertaken on (B)(6) wherein both the leads explanted which resolved the issue.